Manufacturer narrative:
(B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, loss of abdominal domain, dense adhesions, removal of mesh, death. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: ¿ (B)(6)2008: [facility ni (not indicated)]. (B)(6)/dr. (B)(6). Office notes. Seen for abdomen hernia. Weight 291 pounds, height 62 inches, bmi 53.00. ¿ (B)(6)2008: ¿indications for procedure: the patient presented with a history of previous hysterectomy, c-sections. And ventral incisional hernia repair. She presented with a new incisional hernia low on her abdomen as well as a generalized laxity of her abdominal wall. Risks, benefits, and alternatives to laparoscopic ventral incisional hernia repair with mesh were discussed with the patient in detail, she agreed to proceed with the planned operation.¿ implant procedure: laparoscopic ventral incisional hernia repair with 25-cm x 23-cm polytetrafluoroethylene gore dualmesh. Implant: gore dualmesh, 25 cm x 23 cm. Implant date: (B)(6), 2008 (hospitalization [ni]) ¿ (B)(6)2008: [facility ni - possibly (B)(6)]. (B)(6), md. Operative report. Assistant: (B)(6), md. (B)(6), rn. Postop diagnosis: ventral incisional hernia. Additional assistant: cara golish, ms4. Anesthesia: general. Intraoperative fluids: 2l of lactated ringer¿s. Estimated blood loss: less than 25 ml. Urine output: 100 ml. Preoperative antibiotics: given intravenously. ¿ description of procedure: ¿the patient was brought to the operating suite and placed in the supine position under general anesthesia. A foley catheter was placed in the bladder. She was then prepped and draped in the usual sterile fashion, including an ioban seri-drape across her abdomen. The veress needle was used to insufflate the abdomen under the left costal margin without difficulty and a 5-mm optiview trocar used to enter the abdominal cavity low and lateral in the left abdomen. Upon scanning the abdominal cavity, the patient had adhesions of omentum to the anterior abdominal wall within her hernia defect. We were able to place two additional 5-mm trocars low and lateral in the left abdomen. Sharp dissection was used to remove the omentum from the hernia defect. Spinal needles and an intra-abdominal ruler were then used to measure the hernia defect which was 13 cm x 15 cm. The ruler was then removed. A 25-cm x 23-cm gore dual mesh was fashioned and a 0 gore-tex suture placed on each of the four sides. A 12-mm balloon-tip trocar was placed in the abdominal cavity in a location that would later be covered by the mesh. The abdominal wall demonstrated an overall generalized laxity due to the patient's previous weight loss and multiple surgeries; however, the defect itself was well defined. We introduced the mesh through the 12-mm trocar site. It was unrolled. An intra-abdominal grasper and spinal needles were used to measure a 5-cm overlap in all directions from the fascial defect. A gore suture passer was used to bring the stitches and mesh up to the anterior abdominal wall. This covered the fascial defect very nicely. The mesh was then tacked circumferentially using a spiral tacker. Additional 0 gore-tex transabdominal fixation sutures were placed every 6 cm circumferentially around the mesh. There was no evidence of bleeding from tack or suture sites. The trocars were removed under direct camera visualization with no evidence of bleeding from trocar sites. The skin was closed with 4-0 monocryl suture as well as dermabond skin adhesive. Sponge and needle counts were correct. The suture sites were infiltrated with 30 ml of 0.25% marcaine plain. The patient was then awakened and taken to the recovery room in stable condition.¿ ¿ product identification records for the alleged ¿gore dual mesh¿ were not provided. Relevant medical information: ¿ (B)(6)2013: (B)(6), md. Office notes. Seen for large recurrent incisional hernia with loss of abdominal domain; complains of severe abdominal pain; has lost over 20 pounds over last month. Hernia initially started after she had a cesarean section; this was repaired at the mayo clinic laparoscopically a few years ago, unfortunately, it recurred right after surgery; she presents for possible surgical intervention. Medical history: morbid obesity, chronic daily headaches, narcotic use, fibromyalgia, osteoarthritis, deep venous thrombosis. Surgical history: panniculectomy (B)(6)2010, 3 cesarean sections, hysterectomy/bladder repair 1994, breast repair, spine surgery 2x, hernia repair, ivc filter. Nonsmoker. Wt. 270 pounds, height 62 inches, bmi 49.38. Assessment/plan: 1) incisional hernia with obstruction: surgical repair indicated; has loss of abdominal domain; very symptomatic; obtain CT abdomen/pelvis to assess extent of hernia. She had prior hernia repair done; old mesh will need to be removed; open repair may be only reasonable alternative at this time. 2) venous embolism with thrombosis of lower extremity: taking coumadin 5mg; will need to be stopped prior to surgery; hematology consult. ¿ (B)(6)2013: indications for surgery: ¿the patient is a 53-year-old female well known to me who had prior laparoscopic incisional hernia repair with mesh at the mayo clinic several years ago. The patient presents now with recurrence with loss of abdominal domain. She reports abdominal pain constantly, especially after she eats. The patient had further workup. She had prior history of recurrent dvts, so she was seen by hematology and pulmonology and she was cleared for surgical intervention. The patient had been on coumadin, which was stopped a week ago. She was placed on therapeutic dose of lovenox, last dose being yesterday morning. She is being taken to the operating room today for repair of recurrent incarcerated incisional hernia. Surgery, its risks and benefits were explained to her. She accepted the risks involved and opted to proceed with it.¿ explant procedure: exploratory laparotomy with extensive lysis of adhesions with removal of gore-tex mesh along with the metal tacks followed by repair of recurrent incarcerated incisional hernia with use of physiomesh, size 20 x 25 cm. Excision of redundant tissue with primary repair. Explant date: (B)(6), 2013 (hospitalization (B)(6), 2013 through (B)(6), 2013) ¿ (B)(6)2013: (B)(6)medical center. (B)(6), md. Operative report. Preoperative diagnosis: incarcerated recurrent incisional hernia with loss of abdominal domain. Postoperative diagnosis: incarcerated recurrent incisional hernia with loss of abdominal domain. Anesthesia: general. Complications: none. Condition: stable to recovery room. ¿ description of procedure: ¿the patient was brought to the operating room. She was placed on the operating table in supine position. Intravenous line was in place. She was induced under anesthesia. She had scds on her lower extremities. She was given a gram of ancef intravenously. Her abdomen was then prepped and draped in sterile fashion after she had a foley catheter placed. Midline incision was made. The patient did not have an umbilicus because she had prior abdominoplasty. Incision was carried down through subcutaneous tissue down to underlying mesh. The mesh was dissected completely off the abdominal wall and was removed along with the metal tacks that were used to secure it in place. The patient had significant diastasis and loss of domain. I did excise all the hernia sac all the way down to the fascial edges of the rectus bilaterally and the specimen was removed and sent to pathology. Adhesiolysis was also performed so that the anterior abdomen was completely free. I then developed the space all the way down between the bladder and the pubic bone where the mesh would eventually be placed. I measured the length and the size of the herniation, appeared that size 25 x 20 mesh would be appropriate, so physiomesh was used for that purpose. The mesh was soaked with antibiotic solution. I did place sepramesh between bowel loops. I then placed the mesh in the abdomen and this was secured to the fascia with interrupted sutures of #1 ethibond placed a centimeter apart circumferentially all the way down towards the pubic bone. Once this repair was completed antibiotic solution was used to irrigate the wound. The midline fascia was then closed with #1 pds in running fashion. Excess skin and fat was then excised longitudinally. Bleeding points were controlled with electrocoagulation. I then used 3 l of pulse lavage fluid to irrigate the abdominal wall. The abdominal wall was then closed in layers using 2-0 vicryl to approximate subcutaneous tissue and the skin approximated with subcuticular stitches of 4-0 monocryl. Steri-strips and sterile dressing applied. Anesthesia was reversed and the patient returned to the recovery room in stable condition. She seemed to tolerate this very well.¿ ¿ (B)(6) 2013: (B)(6) medical center. (B)(6), md. Pathology report. Diagnosis: mesh: medical material consistent with mesh-like material removed in the therapy of recurrent incarcerated incisional hernia, gross impression. Specimen source: mesh. Clinical information: recurrent incarcerated incisional hernia. ¿the container is labeled "mesh." Received in formalin is a tan -pink portion of apparent biosynthetic mesh -like material which is approximately square in shape and measures 19.0 x 18.0 x 0.1-0.2 cm thick. At the periphery there are multiple portions of attached tan suture material and multiple silver -colored, metallic coils, each measuring approximately 0.4 cm in diameter. There is an approximately 12.5 cm in length apparent incision in the material. There is extremely scant attached pink -tan, fibromembranous, apparent soft tissue. The specimen is submitted for gross exam only. The specimen container is retained, segregated, labeled with the disposal date and ¿foreign body.¿¿ ¿ (B)(6)2013. (B)(6) medical center. (B)(6), md. Consultation. Consulted for recurrent deep vein thrombosis in the past; currently undergoing surgery. History of deep vein thrombosis initially in 1987 after gallbladder surgery; another clot after injuring her foot in 2001, then suboptimal coumadin therapy and had another deep vein thrombosis and pulmonary embolus in 2003. Has ivc filter in place but had thrombosis of this in (B)(6)2012; chronic edema and pain in lower legs since having this event. She was given lovenox bridge up to the point of surgery and this has not yet been restarted. Her abdomen is soft and there does not appear to be any bleeding. Assessment/plan: 1) multiple deep vein thromboses and pulmonary emboli in past: has been on coumadin as well as aspirin; relatively stable on this regimen; continue this when she recovers from surgery. For now, restart lovenox. 2) chronic lower extremity edema: appears stable. Medications: ¿lovenox bridge 100 mg b.i.d. Up to the point of her surgery. This will be resumed tonight. She was taking coumadin, but required quite a high dose in the past, up to 22 mg daily. She may have resistance, but this can be overcome typically.¿ ¿ (B)(6)/2013: (B)(6) medical center. Laboratory. (B)(6)2013: inr 1.0 [0.9-1.1]. (B)(6)2013: inr 1.2. ¿ (B)(6)/2013: (B)(6) medical center. (B)(6), md. Discharge summary. Date of admission: (B)(6)/2013. Final diagnoses: 1) status post ventral abdominal hernia repair. 2) history of deep venous thrombosis and pulmonary embolism. 3) hypertension; blood pressure was noted to be very high this admission; started on antihypertensive medication. Follow with dr. Abdo in 10 days. Discharge medications: ¿lovenox 100 mg ¿p.o.¿ [sic] q. 12 hourly for 7 days until the inr becomes therapeutic. Coumadin 15 mg alternating with 20 mg every day.¿ relevant medical information: ¿ (B)(6)2013: (B)(6), md. Office notes. Exam: abdomen: no cellulitis and no discharge. Jp drain is in place and draining appropriately. Assessment/plan: incisional hernia with obstruction: doing very well status post incisional hernia repair with use of mesh. I would keep the drain in place for now. See her in 2 weeks to reevaluate drain status. Drain will be removed once drainage is minimal. Taking coumadin 5mg 1 tablet and coumadin 7.5 mg 1 tablet, oxycodone hcl 20mg as needed every 6 hours. ¿ (B)(6)2013: (B)(6), md. Office notes. Follow up incisional hernia repair with mesh. She reports that the drain plugged and had to be milked several times by her husband to allow it to open up. She states that the swelling in legs have cleared a lot since the surgery. Denies fever or chills. She feels that her surgery was warranted. Abdomen exam: soft, nontender, nondistended, bowel sounds present, drain in place, minimal cellulitis. Assessment/plan: cellulitis and abscess of trunk: patient doing well and drain was removed. Bactrim twice a day for 10 days because of minimal cellulitis along lower abdominal wall. Taking coumadin 5mg 1 tablet and coumadin 7.5 mg 1 tablet. Follow up as needed. ¿ (B)(6)2013: (B)(6) medical center. (B)(6), md. Emergency room visit ¿ physician notes. Patient history limited ¿ unresponsive. Patient [sic] driven up to back doors stating his wife has severe abdominal pain. Patient collapsed to ground when taken out of truck by husband. Emergency room team called. Patient placed on gurney; crying, complaining of severe abdominal pain. Patient initially (after respiratory arrest) had extremely dilated pupils; response to painful stimuli only. Patient intubated; bradycardic; had cardiac arrest after endotracheal tube placed. Abdomen distended, rock hard, lower abdominal wall with anasarca. Extremities 3-4+ pitting pretibial edema. Patient¿s husband interviewed prior to respiratory arrest. He tells me patient had a lot of abdominal pain since surgery. Had drain removed 2 days ago by dr. Abdo. Husband states he gave her her usual 20 mg of oxycodone as prescribed today. Husband states severe pain, more than she¿d been having tonight. Initially he called 911 then decided to drive her himself. After code, husband states patient had recent inr of 18; coumadin stopped last 2 days ago. ¿ (B)(6)2013: (B)(6)medical center. (B)(6), rn. Emergency room visit ¿ nurse notes. Encountered patient in ambulance bay with husband. Husband brought patient in because of severe abdominal pain. Patient helped to gurney by myself and husband. Appeared very clammy, mottled skin to legs, pale. Patient complained of abdominal pain; husband states pain got worse before coming in to emergency room. Patient became unresponsive at 0320. Unable to obtain IV access and multiple attempts were tried by staff. Patient bradyied down at 0346 and placed on code cart. Initial IV line infiltrated and dr. Pollack established io in right lower leg. Multiple rounds of medications given. Patient shocked at 0410 for ventricular fibrillation. Chest compressions initiated after shock. Per dr. (B)(6), time of death is 0422. ¿ (B)(6)2013: (B)(6)department of health services ¿ office of vital records. (B)(6), certifier. Certificate of death. Facility name: (B)(6) medical center. Immediate cause of death: complications of ventral hernia repair; approximate interval: unknown. Other significant conditions contributing to death but not resulting in the underlying cause given above: dilated cardiomyopathy, obesity, anticoagulation therapy. Person completing cause of death: (B)(6), md. ¿ (B)(6)2013: (B)(6) police department. (B)(6), md. Autopsy report. Summary of findings: I) complications of ventral hernia repair. A) hemoperitoneum with clotted blood between mesh and abdominal wall. B) incision with cellulitis and granulation tissue. Ii) dilated cardiomyopathy (420 grams). Iii) obesity. IV) history of anticoagulation therapy for thrombophilia. V) minor contusions of the torso and extremities. Vi) toxicology; see ait laboratories report. Cause of death: complications of ventral hernia repair. Other significant conditions: dilated cardiomyopathy, obesity, anticoagulation therapy. Manner of death: natural. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed.based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is noavailableinformation that reasonably suggests that a gore device may have caused or contributed todeath, serious injury or reportable malfunction, and is no longer considered reportable.therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed asno problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.